Manufacturer narrative:
(B)(4). Lead, model 3039-28, lot# v718484, implanted: (B)(6) 2011, explanted: na. Programmer, model 3037, serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect, starting about a week ago. The patient had no stimulation sensation and was up all night going to the bathroom every 10 minutes but "didn't feel that he was going". When he would sync the programmer to the ins to try to change programming the screen would tell him to turn stimulation on, even though the icon showed stimulation was already on. This happened numerous times. It was thought that the patient had cycling programmed, which was why stimulation would show it was on but the programmer required stimulation to be turned on prior to making any increases to stimulation. The patient switched from program 1 at 4.9v to program 3 at 5.6v where he felt comfortable stimulation. It was later reported that the patient was doing so well right after the surgery that he didn't even have to wear a pad, but now he has to wear a pad, was getting up at night to urinate even more often after 2 am, and had to immediately go to the bathroom when he got the urge or else he had an accident. The patient was unable to adjust stimulation, and it was determined that the ins was turned off. The patient turned the ins on and confirmed it was on program 3 at 5.6. The patient could then feel the stimulation in the pelvic floor area. It was reported that the patient did not have any concerns with the device or therapy, and had called his hcp to make an appointment.